Event description:
It was reported, the gastrointestinal videoscope exhibited foreign materials in the air/water and jet channel. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. Corrected field: g2 (problem was identified during device evaluation). Based on the results of the investigation, the foreign material could not be identified. It is unknown whether the reprocessing of the foreign material residue points deviated from the instruction manual. There was no physical damage to the foreign material detection points. The definitive root causes cannot be identified. A device history review revealed no issues that could have caused or contributed to the reported issue. The instructions for use (IFU) gif-ez1500 operation manual chapter 3, ¿preparation and inspection¿ describes how to detect this and instructions for gif-ez1500 reprocessing manual chapter 5, ¿reprocessing the endoscope (and related reprocessing accessories)¿ describes how to prevent this. Olympus will continue to monitor the field performance of this device. Should additional relevant information become available, a supplemental report will be submitted.